Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Customer called due to their 8120 failing the barrel clamp test during preventative maintenance. Customer was receiving a message stating "can not load calibration information." (Sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: pm testing. Case resolution: when asking customer if they have calibrated the unit yet, and was received with a no answer. Recommended the customer perform calibration. Then directed the customer to make sure they follow through the calibration task and allow the software to verify the calibration. Afterwards with out disconnecting pca, go directly into the preventative maintenance. If fault does not clear, they are looking at a sizer or a logic board issues. Customer will calibrate, verify, and then attempt the preventative maintenance. Ended call.